Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/varying impedances, oversensing, noise, and an apparent fracture. Additionally, the atrial lead exhibited low impedance. The rv lead was capped and replaced, and the atrial lead remains in use. No patient complications have been reported as a result of this event.